Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision . Ongoing pain and reduced mobility. Raised metal ion levels.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 2581004 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. From the x-rays the position of the acetabulum appears high but this is per the pre-operative film provided for review. The position of the greater trochanter suggests a leg length deficiency; however, the lesser trochanters appear level so this is unlikely. The offset is per the contralateral on the pre-op film. It is not possible to accurately measure the position of the cup in the film due to the version on the cup. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.